Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported white screen which was reproduced. Visual inspection determined failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.